Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had that the insulin pump had recurring power error alarm. The customer¿s blood glucose level was 12.4 mmol/l. The insulin pump was returned for analysis.